Manufacturer narrative:
This report is for one (1) unknown nail. Device was not reported to have been explanted. It is unknown if the device was explanted. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the patient that he had a trochanteric fixation nail tfn procedure completed on (B)(6) 2016. Since then, he acquired a skin rash in (B)(6) 2016 that started in his upper back. His dermatologist is requesting that he obtains the material make-up of his implants in order to see if he is allergic to the alloys. This report is for one (1) unknown nail. This is report 3 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported the rash has been diagnosed. Diagnosis is an autoimmune skin disease called pemphigus vulgaris. It has been determined by the physician that the condition is separate from any implication of the surgery or implants.